Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was evaluated and replaced. The cine drive was formatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.